Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician believed that the pain was not device related and the cause was unknown. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing upper back pain from the spine near the surgical incision. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical devices component involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm model#: sc-8216-70 serial#: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing upper back pain from the spine near the surgical incision. The patient will undergo an explant procedure.